Manufacturer narrative:
The retained samples of the concerned lot number have been inspected visually and tested mechanically. The mechanical tests were performed on 3 retained samples. All samples were found to perform within limits. After several requests for test samples we have been informed by the customer: "unfortunately I have been unable to secure any samples. We are continuing to monitor any further incidents and I have made an instruction for the dots [ECG electrodes] to be retained." No further complaints have been received. As neither further information nor samples have been made available no further investigation could be performed. No conclusion can be drawn what might have caused the claimed incidents and we will close the investigation.

Event description:
On (B)(6)2019, we have been informed about 10 incidents with ECG electrodes at west midlands ambulance service, UK. ECG electrodes model skintact fs-tf/6 were used. The complainant initially reported "we have had a sharp increase in the number of patient injuries (skin tears) caused when the ECG dots [electrodes] are removed. We have had ten reported over the past few weeks. With the amount we use this is a small amount overall however, this is a significant increase in number. Previously we would only get the odd one. I have reviewed the cases and the majority are caused on elderly female patients. I have checked with our procurement team and we haven't changed the product and continue to order the same one as we have for the past 11 years. I was wondering if you had advice/guidance on removal of ECG dots or equally have any insight in to why this may be happening?" It was also reported that "the injuries did require simple wound care as the majority were skin tears." We are requesting further information by a questionnaire and received a table of the concerned patients and the injuries in the last two months: date case er54 age sex injury body location; 16.07.2019 1336 23147 86 f bruise arm/leg; 18.07.2019 886 23190 85 f skin tear wrist; 21.07.2019 2300 23256 76 f skin tear forearm; 24.07.2019 2168 23340 78 f skin tear wrist; 27.07.2019 3134 23416 96 f skin tear leg; 28.07.2019 1541 23429 75 f skin tear hand; 10.08.2019 2313 23743 86 m pain forearm. Requesting further information on the patient we have been informed: "I don't have any further information (...)"

Manufacturer narrative:
The retained samples of the concerned lot number have been inspected visually and tested mechanically. The mechanical tests were performed on 3 retained samples. All samples were found to perform within limits. We will continue to request for test samples as it was stated by the initial reported that samples from the concerned lot number are available for a further investigation. At this stage not enough information is available to reach a conclusion. We will continue to ask for further information and relay any in a follow up report.

Event description:
On august 22nd, 2019, we have been informed about 10 incidents with ECG electrodes at (B)(6). ECG electrodes model skintact fs-tf/6 were used. The complainant initially reported "we have had a sharp increase in the number of patient injuries (skin tears) caused when the ECG dots [electrodes] are removed. We have had ten reported over the past few weeks. With the amount we use this is a small amount overall however, this is a significant increase in number. Previously we would only get the odd one. I have reviewed the cases and the majority are caused on elderly female patients. I have checked with our procurement team and we haven't changed the product and continue to order the same one as we have for the past 11 years. I was wondering if you had advice/guidance on removal of ECG dots or equally have any insight in to why this may be happening?" It was also reported that "the injuries did require simple wound care as the majority were skin tears." We are requesting further information by a questionnaire and received a table of the concerned patients and the injuries in the last two months: date case er54 age sex injury body location 16.07.2019 1336 23147 86 f bruise arm/leg 18.07.2019 886 23190 85 f skin tear wrist 21.07.2019 2300 23256 76 f skin tear forearm 24.07.2019 2168 23340 78 f skin tear wrist 27.07.2019 3134 23416 96 f skin tear leg 28.07.2019 1541 23429 75 f skin tear hand 10.08.2019 2313 23743 86 m pain forearm requesting further information on the patient we have been informed: "I don't have any further information."